Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 500 mcg/ml of baclofen at 125 mcg/day via an implantable pump for intractable spasticity. It was reported the patient came into the implanting physician¿s office with signs of infection at the surgical site. The event date was provided as (B)(6) 2018. The plan was made to immediately go to surgery to remove the pump, debride the pocket, and implant a smaller pump. Cultures were taken out of the pocket site to test for infectious pathogens. It was reported that follow-up care had failed to notice the infection post-operatively. Regarding diagnostics/troubleshooting performed, it was indicated the infection had only been observed. It was reported the patient¿s pump was replaced on (B)(6) 2018, and it was indicated the device would not be returned. The doctor replaced the 40 milliliter (ml) pump with a smaller 20 ml pump. It was reported the issue had been resolved at the time of the report. The patient¿s status was provided as ¿alive-no injury.¿ other medications being taken at the time of the event were not provided. The patient¿s medical history included cerebrovascular accident (cva) and brain injury.